Manufacturer narrative:
(B)(4). Damaged slip block assembly, firing knob dislodged. Additional information was requested and the following was obtained: was the firing sequence completed? No. If the firing sequence was not completed did the device partially fire (staple line and cut line equal)? Yes. The analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with no reload loaded in the device. Due to the condition of the device, no functional test could be performed. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however there is insufficient evidence to determine the cause of the higher loads. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a lap right hemicolectomy, the firing knob was broken off at the 4th firing of a functional end-to-end anastomosis. The staple height was gold. No pieces fell into the patient. Reinforcement material was not used. The deployed staples were formed as intended. Another device was used to complete the case. There were no adverse consequences to the patient.